Event description:
The MFR rec'd info alleging a ventilator would not start. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device would not power on. The device's system board will be replaced to address the issue. Device has been evaluated; however the components have not been replaced pending customer approval of the estimate.